Event description:
A pump reported an alarm 20 issue during the loading process, and there was no adverse impact on the customer's blood glucose level. Despite efforts by technical support to load a new cartridge, the cartridge alarm recurred, preventing the customer from resuming insulin therapy. Technical support decided to replace the pump, confirmed the warranty status, and guided the customer to use multiple daily injections (mdi) as a backup therapy. Instructions for putting the pump into storage mode and returning it via a pre-paid label were provided, and the customer acknowledged the process.